Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and lead was explanted due to infection. The right ventricular (rv) lead was also noted with high thresholds. No further patient complications have been reported as a result of this event.